Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: . A force sensor calibration test revealed the sensor is not detecting correct force. The resistance on the force sensor measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. No insulin delivery defect was found with the pump rewind, load cartridge, and prime steps performed successfully with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination on the force sensor shim, force sensor out of calibration, and force sensor resistance out of specification. This report is made based on the results of an investigation completed on (B)(4) 2012.